Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with tests results from results obtained of hi, 518, 411, 413, 263 and 423 mg/dl. The results of 518, 413 and 423 mg/dl were non-fasting results. The customer's expected fasting blood glucose test result range is 127 - 140mg/dl and, after eating, up to 200 mg/dl. Customer was using correct testing technique. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on monday, (B)(6) 2018, he had performed a blood glucose test using the truemetrix meter and obtained a result of hi. Customer stated he was sweaty and had cramps. Customer stated that he went to the ER. Customer did not remember his exact blood glucose test result upon arrival at the ER, only that his blood sugar levels were indeed high. Customer was given insulin; customer was not sure of which kind. Customer was discharged that same night ((B)(6) 2018) and that his blood glucose test result upon discharge was 268 mg/dl. No new medications or healthcare program was suggested. Customer continued to test using the truemetrix meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:518mg/dl date: (B)(6) 2018 time:9:58pm non-fasting, result 2:411mg/dl date: (B)(6) 2018 time:8:42pm fasting, result 3:413mg/dl date: (B)(6) 2018 time:10:00am non-fasting, result 4:263mg/dl date: (B)(6) 2018 time:4:14am fasting, result 5:423mg/dl date: (B)(6) 2018 time:8:13pm non-fasting.